Event description:
It was reported that, error codes 198, 197, 189 and 183 were displayed. These are errors referring to a fiber recognition issue. The procedure was not completed due to this event. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Event description:
It was reported that, error codes 198, 197, 189 and 183 were displayed. These are errors referring to a fiber recognition issue. The procedure was not completed due to this event. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Manufacturer narrative:
The console was not returned for analysis; however, this console was serviced at the facility of the customer by a field service engineer (fse). The fse performed the replacement of the chiller, the issue was resolved. Therefore, the reported event was confirmed. The console was tested and verified to perform within specification. A review of the device instructions for use (IFU) and operators manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions.